Event description:
It was reported that the patient was brought into the clinic due to their implantable cardioverter defibrillator (ICD) exhibiting post paced t wave oversensing. It was also noted that during programming, an error message was triggered. The ICD was reprogrammed and will continue to be monitored. The patient was in stable condition.